Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling dizzy and their heart rate was at 72, but it was thought that their rate shouldn't go above 60. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was feeling dizzy and their heart rate was at 72, but it was thought that their rate shouldn't go above 60. Follow up with the clinic indicated that the patient had been seen since the initial report and the device and leads have normal function. It was also noted that the patient has atrial fibrillation and other medical issues. The device remains in use. No patient complications have been reported as a result of this event.